Manufacturer narrative:
The t:slim pump user guide states: ¿very powerful electromagnets are sometimes used on ¿free-fall¿ or thrill rides. Remove your t:slim pump and do not take it on these types of rides. Also, on high-speed/high-gravity roller coasters, you should disconnect (not stop or suspend) your pump as well. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was at an amusement park and did not disconnect from the pump while on the rides. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 200 (mg/dl). Reportedly, the customer has manual injections available as alternate insulin therapy.